Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient was feeling unwell, and very tired without any concentration. First the patient ate something and took 'basic insulin'' (pen injection). The cgm was reading 114 mg/dl and the blood glucose reading was 671 mg/dl, the values were taken by the patient and based on this he went to the hospital. The patient was taken to the hospital by taxi and there they performed an electrocardiogram (ECG), collection of urine samples, provided oxygen and treated the patient with IV insulin. It was reported that the patient suffers from cancer but refused to provide any additional information. The patient was discharged the same day. At the time of the report the patient was feeling well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.